Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the down arrow keypad button was intermittently responsive and the symbol on the ok button was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the down arrow and contrast keypad buttons were found to be intermittently responsive and required multiple button presses with increased force to elicit a response. The up arrow and ok keypad buttons responded appropriately. During investigation, evidence of contamination was found under all keypad contacts. The symbol on the ok button was found to be worn off, which has no effect on insulin delivery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.